Event description:
It was reported that the patient implantable pulse generator (ipg) had not been holding a charge. The patient underwent an ipg was replacement procedure wherein an MRI compatible device was implanted. The patient was doing well postoperatively. The explanted ipg was retained by the medical facility and will not be returned.